Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coil was broken. The target lesion was located in the moderately tortuous deep femoral artery(dfa). A 2mm/5mm figure 8-18 was selected for use. During introduction, with intermittent flushing, it was noted that the device was broken near the transit tip of the microcatheter. The procedure was completed with another of the same device. There were no patient complications.